Manufacturer narrative:
Citation: de pooter j et al. Feasibility of his-bundle pacing in patients with conduction disorders following transcatheter aortic valve replacement. J cardiovasc electrophysiol. 2020 apr;31(4):813-821. Doi: 10.1111/jce.14371. Epub 2020 feb 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding the feasibility and short-term safety of his bundle pacing in patients with a new conduction disturbance occurring after transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between april 2018 and april 2019. The study population included 16 patients and was predominantly male with a mean age of 85 years and a mean weight of 76 kg. All patients were implanted with medtronic evolut r transcatheter valves. No serial numbers were provided. All patients required permanent pacemaker implantation within 48 hours after tavr due to left bundle branch block (lbbb) and prolonged qrs duration. In one patient, new onset atrial fibrillation was observed in addition to lbbb and prolonged qrs duration. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.